Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
Used the acromionizer to do an acromioplasty and excision of the ac-joint. After completion we saw that the skin around the portal holes had superficial burns. Small water bubbles were also seen.